Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 578 mg/dl. Elevated blood glucose was addressed with a manual insulin injection. Customer was admitted to the emergency room (ER) for diabetic ketoacidosis with a blood glucose range of 200-300 mg/dl. Customer received 3rd party assistance from their father who drove the customer to the ER. Customer was treated intravenously with unspecified fluids, nausea medication, and antibiotics, was released from the ER 7 hours later in stable condition, and reverted to multiple daily injections (mdi) until they can speak with their hcp about their off label insulin usage.